Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 18 mmol/l (324 mg/dl) while wearing the pod on their abdomen between 1 and 4 hours. The patient stated that they experienced high bg levels despite delivering a bolus of 5 units. The patient further stated that they removed the pod and administered manual insulin with a pen. The patient noted it appeared the cannula was not properly inserted. There was no medical assistance required.